Event description:
It was reported that a signal artifact monitor (sam) episode was recorded due to oversensing of noise on the right atrial channel, which resulted in a minute ventilation (mv) vector switch. This lead remains implanted and in service. No adverse patient effects were reported.